Manufacturer narrative:
Correction - wrong awareness date entered on original MDR. Corrected to 09/13/2017. Investigation summary: on 03oct2017, (B)(4) received one (1) partial syringe from reported batch# 7072671. All samples were decontaminated per (B)(4) prior to evaluation. Upon evaluation by qe ah, it was noted that the sample that was received was only the safety assembly (safety hub, pushrod, cannula). Upon inspection of the hub under 4x magnification, it was noted that damage to the hub core was present. The extent of the damage was unable to be safely evaluated, however, it appears that the damage likely occurred during assembly of the product. When hub core damage is present, there is a greatly increased chance that the "snap-fit" design of the product will not engage during assembly on the metro. This leads to a transient assembly that can become disengaged during transport or upon initial use by the end user. Based on photo/ sample, the investigation concluded: ¿ confirmed: bd was able to confirm the customer¿s indicated failure . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion on 03oct2017, (B)(4) received one (1) partial syringe from reported batch# 7072671. All samples were decontaminated per hstr-17 prior to evaluation. Upon evaluation by qe ah, it was noted that the sample that was received was only the safety assembly (safety hub, pushrod, cannula). Upon inspection of the hub under 4x magnification, it was noted that damage to the hub core was present. The extent of the damage was unable to be safely evaluated, however, it appears that the damage likely occurred during assembly of the product. When hub core damage is present, there is a greatly increased chance that the "snap-fit" design of the product will not engage during assembly on the metro. This leads to a transient assembly that can become disengaged during transport or upon initial use by the end user. CAPA (B)(4) was initiated by the (B)(4) plant to address needle hub separates and their associated root cause(s). Root cause description it appears that the damage likely occurred during assembly of the product. When hub core damage is present, there is a greatly increased chance that the "snap-fit" design of the product will not engage during assembly on the metro. This leads to a transient assembly that can become disengaged during transport or upon initial use by the end user.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. The safety mechanism on a 1 ml bd¿ syringe with permanently attached bd safety glide¿ safety needle 27 g x 1/2 in failed to function properly after use. There was no report of injury or medical intervention.